Event description:
It was reported that the patient's right ventricle (rv) lead exhibited high pacing impedances. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition prior to and post procedure.